Manufacturer narrative:
The returned device was evaluated. During this testing the unit was unable to power on. During internal inspection a burnt smell was observed. Additionally the system board was found to have several blown fuses, a damaged capacitor, discolored pins and weak solder. The system board was replaced and the device functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit "exploded" and "shot sparks out". Customer smelled burning odor. Customer stated that a bright electrical flash shot out of the back of the unit. There was no visible smoke or flame. The event occurred when the customer plugged the unit into the standard 120 volt wall outlet. The unit will not turn on now. It was confirmed that there was no harm to anyone.